Event description:
Manufacturer's ref #: (B)(4).

Manufacturer narrative:
Our field service engineer found that the compressor didn't start, only a vibrating sound was heard. After the motor was replaced with one from another compressor the compressor worked as expected. A visual inspection of the returned 230 v compressor/motor unit did not show any faults or damages to the unit. The motor was mounted in a reference compressor. When switched on the reported problem was confirmed, the motor was humming and didn't start. When the motor was switched off it was possible to turn the rotor shaft without mechanical problems. When compared with the reference motor, measured resistance was as expected. The motor start capacitor was also found faultless. Measurements indicated a problem with the motor internal parts and it was considered a one-off fault. The problem occurred during startup. If the compressor cannot provide enough compressed air during operation alarms will be generated. A connected generator will alarm for low airway pressure and high o2 concentration. The conclusion in this matter is that the reported compressor motor was broken. The root cause was not determined.

Manufacturer narrative:
Getinge USA sales, llc (importer) is submitting this report on behalf of maquet critical care ab (manufacturer). Ref. Exemption : e2018003. Getinge USA sales, llc, 45 barbour pond drive, wayne, nj 07470. Contact person: (B)(4).

Event description:
It was reported that the compressor did not start. There was no patient involvement. Manufacturer's ref #: (B)(4).